Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. This report is for two (2), unknown locking screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Explant surgery is scheduled for (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery is scheduled for (B)(6) 2016 for hardware removal due loosening/migration resulting in patient pain and decreased range of motion. The patient was initially implanted on (B)(6) 2015 with 6-hole clavicle plate, three (3) locking screws and three (3) cortex screws for mid shaft clavicle fracture. Postoperatively, on (B)(6) 2016, an x-ray was taken and it was noted that the lateral aspect of the 6-holes clavicle plate appears to be backing out with two (2) of the locking screws and one (1) of the cortex screws are pulling out on the lateral aspect of the plate. The hardware appears to be intact (hardware breakage was not visualized on x-ray) and bone has healed; however, the patient is experiencing decreased range of motion, pain, discomfort, and tenderness around the plate. After the hardware is removed during the (B)(6) 2016, there is no plan to revise the patient with new hardware. This report is for two (2), unknown locking screws. This report is 2 of 3 for (B)(4).